Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16040. It was reported that the patient was in a car accident and experienced shocking sensations. Diagnostic testing indicated high impedance on multiple contacts of one lead. Surgery may occur to address the issue. It is unknown which lead has high impedance so both leads are being reported.